Event description:
Consumer called stating that the brake on the 65650r rollator has allegedly broken. Consumer has been utilizing this device for approximately 5 years. No injury. Malfunction has not been confirmed.